Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/replace belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open black pulse wire in the cable connecting the distribution node (dn) and rear therapy electrode. The root cause for the open black wire was excessive force. There was no adverse event that resulted from the damaged belt.